Event description:
Sixteen year old female with medical history of patent ductus arteriosis, pulmonary atresia, tetrology of fallot, and ventricular septal defect status post blalock-taussig shunt and status post right ventricular outflow tract procedure using 20mm aortic homograft along with ventricular septal defect and patent ductus arteriosis repair, blalock-taussig shunt closure and pericardium augmentation with gore-tex on report, there was extensive dystrophic calcification obstructing the outflow. Valve was replaced with 22mm valve.